Event description:
It was reported that there was a loudspeaker fault despite replacement of the loudspeaker. It is unknown if the device was in clinical use at time of report, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loudspeaker fault on their intellivue mp50 patient monitor. It is unknown if the device was in clinical use at time of report, there was no adverse event reported.